Manufacturer narrative:
Testing of actual/suspected device : the fse observed fault code #59 in the log files and was able to isolate the issue to the power management board. The fse replaced the power management board which corrected the issue. The fse then completed pm service and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), it was observed that the cardiosave intra-aortic balloon pump (iabp) had a fan failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6. (Investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b5, g1 (contact person), h6 (component codes). The removed pcba,power management was returned to the failure analysis and testing department for investigation. The national repair center installed the pcba,power management into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of fan failure. The nrc did observe error code unusable battery in bay 2. The board failed testing. Retaining the board in the nrc per procedure.

Event description:
It was reported that during testing by a getinge field service engineer (fse), it was observed that the cardiosave intra-aortic balloon pump (iabp) had a fan failure. There was no patient involvement. Related to medwatch report#: 2249723-2023-00683.